Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial leadless pacemaker exhibited under-sensing, loss of capture and unspecified over-sensing while mapping. The device and catheter were retrieved, and a blood clot adhered to the device was noted. At this time, the patient developed atrial fibrillation and cardioversion was performed, however, the arrhythmia was not immediately resolved. The device implant was aborted, and the atrial fibrillation resolved naturally post-procedure. There were no patient consequences.